Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a scs implant procedure. The patient reported having a headache afterwards. Follow-up information indicated the patient's headache has resolved within 24 hours and is stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.